Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) with the implant of an alto abdominal stent graft system on (B)(6) 2025. Follow-up computed tomography identified a type ib endoleak. Reintervention was performed on (B)(6) 2025. The internal iliac artery (iia) was embolized, and an additional ovation ix iliac limb was implanted to extend the graft into the external iliac artery (eia). The procedure was reported to be successful. (Reported under MFR# 3008011247-2025-00054). On (B)(6) 2026, it was identified that the left ovation ix limb dislocated from the left common iliac artery seal zone creating a type ib endoleak. Two ovation ix iliac limbs were implanted no endoleaks were noted on the final angiogram. The patient is reported as doing fine.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted upon completing of clinical evaluation.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident was received by endologix. The user facility was unable to provide this information. Due to the absence of medical records and medical imaging; device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. No additional investigation of this reported adverse event/incident is planned. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6: investigation type codes: remove code 4118. H6: result code: remove code 3233. H6: conclusion code: remove code 11.